Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at device change out, the physician noticed an insulation break both on the fluoro and in the pocket. Lead was capped and replaced.